Event description:
Pt underwent radical prostatectomy with bilateral neurovascular bundle sparing on (B)(6) 2004. Recently reported to our facility that pt had removal of foreign object - metal tip from a device called a pedi-port / trocar.